Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of jumping into water with sensor and sensor came out but transmitter stayed in place. Customer reported to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 70 and blood glucose was 400 mg/dl. Customer declined troubleshooting for high blood glucose.